Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a prolonged hospitalization. Hemoglobin (hgb) on admission was 11.1. The site of bleeding was unknown. The patient was transfused with 2 units of packed red blood cells (prbc) with a total of 4 units within a 24 hour period. On (B)(6) 2017 hgb was 8.7 and (B)(6) 2017 was 8.5. An upper endoscopy revealed multifocal duodenal bleed, one gastric erosion. Argon plasma coagulation (apc) was applied throughout bulb and one lesion in the stomach. The patient was started on octreotide. As of (B)(6) 2017, hgb remains low and are unable to reintroduce anticoagulation. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that gastrointestinal arteriovenous malformations (avm) was also confirmed.